Event description:
Pt was about to receive research drug (non-chemotherapy). While fixing tubing into chamber of pump, the tubing broke in half and an unk amount of drug spilled. (Pt did not receive any of the drug). Research team notified, both research pharmacy and main pharmacy notified. First bag of research drug disposed of per pharmacies advice. New bag was mixed and started for pt. About an hour delay in pt's overall treatment. The IV line came apart above the pump segment. FDA safety report ID# (B)(4).